Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device started smoking between the machine and humidifier. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
Additional information received on 06/23/2025: june 23, 2025, and section h11 should be updated as: the manufacturer previously received information alleging an issue related to a ds2 device's sound abatement foam. The patient has alleged device started smoking between the machine and humidifier. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, blower, heater plate, heater plate spring, and bottom enclosure and observed on the inlet/outlet seal. The ui display bezel was observed to have possible burn marks on it, likely due to thermal damage of the pca. An unknown sticky substance was observed on the top enclosure. Hair-like contaminants were observed on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was able to confirm the complaint, but not address the symptoms specified. Section h6 updated.